Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon stated that when he placed the device on a bleeder vessel the clips dropped out of the jaw into the patient. He removed the clips through the trocar and used a different device to complete the procedure. There was no patient consequence or blood loss of any measurable amount reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.